Event description:
It was reported by the customer that a bd pyxis¿ es server had a malfunction that no medications were showing up on profile and nurses were unable to pull out medications. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications were not showing up in profile. A technical support specialist assisted and confirmed that the system had stabilized and no further issues appeared. The system functioned as intended after the customer resolved the issue.